Event description:
Asr revision, asr - xl - left hip. Reasons for revision: unknown. Surgeon performed a left total hip revision on (B)(6). I am aware based on surgeon notes that an asr cup was in but not sure the stem that came out. I followed up with surgeon with specific questions about how surgery went and what exactly came out, he refused to give any specific answers other than "asr". It seemed obvious to me there was an attorney involved in the case so I back off. I went to hospital searching and asking questions and was told to speak to surgeon that they would not release any information. I gathered the basic patient information available and my business party sent the dr an email request for explant information which as of today he has not responded. As for the questions on this der that follow, I am forced to answer them in order to complete the form, however I am doing so with uncertainty.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.   Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 9/29/2015 - litigation papers allege pain, limitation of movement, and metal and metal ions released into her body tissues and blood.